Manufacturer narrative:
H3: product analysis :evaluation determined that the reported allegation of bearing detachment is confirmed. The likely cause of failure could not be determined. It was also noted that there were scratches and dents found, tool could not be inserted and laser markings were faded. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bearing was came off. At the time of the report, there was no known impact to a patient. Additional information received regarding that there was no patient involvement in this event at the time of report.